Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had a little pain from their stimulator and was getting an electrical zap up towards the stomach every once in a while. It was noted that the patient knew it happened, it was surprising, and it did not scare them. It was reported that the device was worth it because it had changed the patient¿s life so much. The patient was redirected to follow up with their healthcare provider (hcp) to have the device checked. No further complications were reported/anticipated.